Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead helix would not extend while the lead was in the body, nor when tested on the table. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.